Event description:
The manufacturer¿s representative (rep) reported therapy had been working great for the consumer, but they wanted a longevity estimate as they didn't want to go without therapy as they ¿did that with their last battery.¿ using the consumer¿s programs it was determined the estimate was 76 months which was similar to what the rep. Got on the clinician programmer. During the meeting with the consumer an impedance check was taken with all results greater than 4,000 ohms except for c-2 (405) ohms, c-3 (405 ohms), and 2-3 (548 ohms and what patient was programmed). Relevant medical history includes complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.